Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump¿s touchscreen exhibited delamination identified during routine use, and the user contacted support; a replacement device was provided and the original unit was returned for evaluation. Symptoms included no reported adverse clinical effects or blood glucose issues. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included a review of the device history and a visual/mechanical evaluation of the returned unit. Investigation of this case revealed damage consistent with screen delamination of the touchscreen assembly. It was concluded that the event was device-related to the touchscreen component, with no user harm identified.